Event description:
Additional information was received that the low impedance was incorrect information and patient did not have low impedance on their device. No additional relevant information has been received to date.

Event description:
It was reported that patient was interrogated, and low impedance was seen. Impedance was checked once new generator was implanted and low impedance resolved. No additional relevant information has been received to date.